Manufacturer narrative:
Date is approximate. The main component of the system and other applicable components are: product ID: 3093-28, lot# v892719, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had 3 bladder stimulators. The patient reported the initial device was shocking them. They stated they went for their second surgery on (B)(6) 2013 and it was discovered that the wires were malfunctioning. Patient stated there were 2 manufacturer representatives present at this surgery. Patient reported the initial ins was not replaced, just repositioned. Patient reported it was reprogrammed and put back in.